Event description:
It was reported that patient is experiencing pain, loss of balance, dizziness, difficulty walking and upset stomach. Patient also alleges elevated serum chromium and cobalt levels, metallosis, tissue dehiscence, tissue necrosis, bone necrosis, hypertrophic scarring, antalgia, lumbar strain, chronic fatigue and severe distress related to pain and suffering after an unknown amount of time post total hip arthroplasty. No revision surgery has been reported to date.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of complaint history was assessed for three years prior to the notification date and identified (2) similar complaints for item #650-1162 (including initiating complaint). There were (0) additional complaints against the lot #2016022279. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and further investigated.

Manufacturer narrative:
(B)(4). Initial report. Report source (B)(6). Medical product: tprlc 133 mp type1 pps so12.0; item 51-106120; lot 3330377. Medical product: zimmer shell with multi holes porous trabecular metal modular acetabular system; item 00620205420, lot 62616448. Medical product: zimmer trilogy acetabular system liner standard; item 0063055032; lot 63234443. Product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing pain, loss of balance, dizziness, difficulty walking and upset stomach. Patient also alleges elevated serum chromium and cobalt levels, metallosis, tissue dehiscence, tissue necrosis, bone necrosis, hypertrophic scarring, antalgia, lumbar strain, chronic fatigue and severe distress related to pain and suffering after an unknown amount of time post total hip arthroplasty. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.